Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Removal of a broken 10.5 aml stem from a patient, the stem broke halfway down the shaft. The patient did not fracture her leg it was a device manufacturing failure, it was removed from the patient and revised. There was an asr implant in the patient that the head and taper was also removed. The taper was coldwelded into the patient and it could not be taken out and unable to read serial or lot number.

Event description:
Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. Examination of a provided x-ray image does confirm a near mid shaft fracture of the femoral stem. A root cause cannot be determined using an x-ray image. A review of the device manufacturing records found no related deviations or anomalies. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot - a review of the device manufacturing records found no related deviations or anomalies. H10 additional narrative: added: b5.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Prior to revision on (B)(6) 2020, the patient was also experiencing pain. Task created to update pc as indicated.